Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of unknown. The customer was treated with insulin pump and intravenous insulin drip. The customer also stated that they did allege insulin pump was under delivering. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement test and it was pass. Customer was using auto mode feature of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device communicated properly with the glucose sensor simulator and the guardian link 3. No communication anomaly or calibration anomaly noted. No displacement anomaly or motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).